Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed ivc filter which extends across the level of the renal veins and multiple filter tines extend outside the ivc wall with one of the filter tines abuts and possibly extends into the anterior aspect of the l4 vertebral body. Approximately one month later, CT revealed same finding as previous CT performed. Approximately one month later, patient presented for filter retrieval. At first, 16 french sheath and ensnare catheter was used to engage cap of the filter but was unsuccessful. Later, the filter was retrieved entirely using snare and catheter. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. Per medical records, attempt was made to engage the cap of the filter using sheath and catheter but were unsuccessful because according to IFU only recovery cone removal system should be used to retrieve the g2 filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately five years and nine months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that there was an inferior vena cava filter which had extended across the level of the renal veins and multiple filter tines extended outside the walls of the inferior vena cava wall. Also, one of the filter tines abutted and possibly extended into the anterior aspect of the l4 vertebral body. After three weeks, a computed tomography of abdomen and pelvis was performed for evaluation of abscess or osteomyelitis. The study showed that there was an inferior vena cava filter present with the tip just below the level of the renal veins and multiple tines extended out of the inferior vena cava with one tine extended towards the anterior aspect of the l4 vertebral body. Also, there were tines extended into both renal veins and towards the second portion of the duodenum. After ten days, through the right internal jugular vein approach, the bard g2 inferior vena cava filter was removed. The right internal jugular vein was accessed, and a pigtail catheter was advanced into the infra-filter inferior vena cava. An inferior vena cavagram was performed which revealed no intra caval thrombus. The vena cavagram also showed that the struts of the inferior vena cava filter have perforated the inferior vena cava. After the cavagram, a 16-french sheath was placed in the inferior vena cava and a snare catheter could not engage the cap of the inferior vena cava filter. Then an sos omni catheter was passed through the cone of the inferior vena cava filter and a loop snare was formed by snaring an exchange length guidewire cranial to the filter. Then the filter was engaged and collapsed within the sheath. Finally, the filter was removed in its entirety. Post removal venogram was performed which revealed no intra caval thrombus and technically successful retrieval of inferior vena cava filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,g3, h6(method, conclusion). H11: d6(b)( date of explant),h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.